Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the fields: d5, e1(establishment name), e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: corrosion found on the cable and dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the evis exera ii video system center had flickering that occurred in the image, but the endoscopic image was still visible. The issue was found during an unspecified procedure. There were no reports of patient harm. The device was returned and during the device evaluation, the following reportable malfunction was found: no image (solid greenish display) was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.